Event description:
Report received of an underdelivery. At 0730, line a of the device was programmed to deliver normal saline (ns) at an unspecified rate and vtbi (volume to be infused). Line b was programmed in the piggyback mode to deliver 20meq of potassium chloride (kci) at a rate of 100ml/hr with a vtbi of 100ml. At 1030, when responding to a "vtbi complete" alarm on line a, the nurse reported that "half of the kci still remained in the bag." The nurse reprogrammed line b to deliver at a rate of 100ml/hr with a vtbi of 50ml and the delivery was resumed. At 1115, line b was programmed to deliver was resumed. At 1115, line b was programmed to deliver 20meq of potassium phosphate (kp04) at a rate of 40ml/hr with a vtbi of 100ml and the delivery was started. At 1315, the nurse reported that the device "stopped infusing the kp04 with one third of volume still left in the bag and the ns on line a was infusing." The device was removed from clinical service . Therapy was resumed using a replacement device. There were no reported adverse patient effects.